Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient fell last thursday and since then their symptoms are worse than before they had the device implanted. Patient said they fell pretty hard and it's like the ins is not working at all. When asked if patient had made any adjustments, they said they've increased their stimulation 0.1ma but that didn't help. Patient wanted to get in touch with a rep in the area, as the rep they had spoken to in the past no longer works for the company. Patient services specialist reviewed some basic therapy guidelines and therapy optimization options to try to help therapy and recommended they see their hcp to check the circuitry. Reviewed role of rep and also emailed rep in area to see if they can assist patient. Patient called back repeating information about symptoms previously reported and asking when they can expect a call from the rep. Agent reviewed rep role/ medtronic role and redirected to patient's doctor. Agent offered to resend the email to several more/other reps. Patient said no thank you they would have never had it put in and ended the call.